Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. The customer initially indicated that the transmitter and pump were worn on opposite sides of the body. However, upon troubleshooting with tandem technical support, no issue with pump or transmitter placement was identified. Additionally, the customer indicated that the pump and transmitter were near computer technology on some occasions when the issues occurred. Reportedly, the pump and transmitter regained connection.